Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut and the lead appeared damage at implant.

Event description:
It was reported that during the implant, one of the lead fell on the floor, the lead was not used. The other lead was implanted but removed due to diaphragm stimulation. No patient complications have been reported as a result of this event.